Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97791, product type: accessory. Analysis of the implantable neurostimulator with serial number (B)(4) found no anomaly of the device. Analysis of the 9771 accessory (anchor) found that the injex anchor was partially covering the #7 electrode sleeve when received for analysis. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient with a neurostimulator for failed back surgery syndrome and spinal pain who was prone to falling. It was reported that the patient had fallen about four times since having the lead revised. These falls were "not due to the stick." However, in these falls, the patient bruised the areas around the battery causing significant pain. It was reported the patient always had pocket pain, regardless if the stimulation was on or off, but the pain was worse when it was turned on because the patient stated "it gets warm and causes the soft tissue area the battery to get inflamed." The patient had an appointment with the doctor on the day of the report, and the manufacturer representative read the clinician programmer. The patient had not been using the stimulation at all in the past month. The patient used it slightly on (B)(6) but claimed she turned it off because the battery got warm which caused too much pain. The patient was not using it due to the pain she experiences when she turns it on. When the manufacturer representative turned the stimulation on, the patient immediately felt a burn/painful sensation. The doctor injected a numbing medication (a corticosteroid) near the battery area to relieve the pain. The doctor wanted the patient to use the stimulation once the shot became effective to see if that helped with her "normal" chronic pain. The patient wanted the stimulator removed if this did not help. The date of the event was unobtainable, and it was unknown if the issue resolved at the time of the report. A surgical event did not occur, but it was unknown if a surgical intervention was planned. A supplemental report will be sent should additional information be received. The lead revision is captured in regulatory report 6000153-2016-00193.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Previous information was reported in manufacturer report #3004209178-2016-07850 but was later determined to be related to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported they met with the consumer on (B)(6), and they requested the system be explanted due to pain in the pocket site when the system was on or off, and tremendous pain when charging. Surgery was scheduled for (B)(6) 2016. It was further reported the device was explanted on (B)(6) 2016 and was sent back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.